Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the device was explanted due to an extrusion of the conductive link. No available information points towards the device having caused or contributed to this outcome. Damages found during device investigation are attributable to the removal surgery. This is a final report.

Event description:
The conductor link extruded through the skin of the external auditory canal. During a revision surgery the conductor link was intentionally cut, because it had grown too much into the tissue to be repositioned. There were no signs of infection. The user has been re-implanted with a new device.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The conductor link extruded through the skin of the external auditory canal. During a revision surgery the conductor link was intentionally cut. The user has been re-implanted with a new device.